Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 82 noted during testing. The motor was tested outside the device and passed. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test alarm noted during testing or in the pump trace download. The device was programmed with test guardian 3 link and test plug simulator. It communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration values was manually enter and unit display the programmed valued properly on the display graph. No sensor or calibration anomalies were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 450 mg/dl and insulin pump had a pump error alarm. The customer reported that her blood glucose was about the 400 mg/dl. The customer reported that the pump error was occurred twice. The customer treated with the manual injection and insulin pump. Troubleshooting was done for pump error and declined to high blood glucose level. The insulin pump will not be returned and the sensor will not be returned for analysis.